Manufacturer narrative:
(B)(4). Eval, results and conclusion: (stent graft migration, endoleak). (Aortic neck dilatation and little purchase of the limb in the left iliac).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 61 months ago. Aneurysm and vessel morphology at the time of implant were not reported. An aneurx bifurcated stent graft (MFR report# 2953200-2011-01233) was implanted; however, there was little purchase of the contralateral limb (MFR report # 2953200-2011-01234). It was reported that a recent CT revealed that the stent graft has migrated 20 mm distally with a proximal type I endoleak. At the time of migration, the aortic neck had dilated slightly. The aneurysm size at the time of migration is 6.2cm. The physician implanted an endurant cuff placed proximally, and an aneurx iliac extension placed on the contralateral side and the migration and endoleak were resolved. No add'l clinical sequelae were reported, and the pt is fine.